Event description:
During the investigation of the intellivue multi measurement server x2 at the customer site for an unrelated issue, the philips field service engineer (fse) found that a "speaker malfunction" inop was displayed on the x2 and no sound was coming from the device. The device was not in use on a patient at the time of event, there was no adverse event reported.